Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately calcified vessel. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form was noted upon first inflation at 10 atmospheres for 1 minute. The balloon was removed without any problem and procedure was completed with another of the same device. No complications were reported and patient was in good condition post procedure. The device was discarded.